Event description:
It was reported that the customer's insulin pump has a cracked screen. Customer's blood glucose level at the time 344mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.